Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2014. The patient experienced non-surgical treatment. Patient symptoms include: back pain; anal pain; rect pain; diff bowel; rec incont; aggrav incont. Nonsurgical treatments: on (B)(6) 2021 the patient commenced other medication (please specify): antibiotics for the treatment of: ongoing bladder infection. Treatment duration: 10 days.